Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: precautions: caution: do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, a gap was found in the adhesive between the acoustic lens and ultrasound probe and the distal end was cracked. In addition, the up/down knob could not be locked securely due to wear on the forceps elevator lever, the device leaked due to the guide pin on the electrical connector being shaved and the crack on the distal end, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe, the acoustic lens was damaged, the adhesive on the bending section cover was worn, the connecting tube was buckled, the bending angle in right and left directions did not meet standard due to wear of the angle wire, the bending angle in the right direction exceeded standard value due to damage on the bending tube, and the ultrasonic probe was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, a gap was found in the adhesive between the acoustic lens and ultrasound probe and the distal end was cracked. There was no harm or user injury reported due to the event.